Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 2 used completely filled easypump ii lt 100-50-s without packaging. One sample is without label on the pump (without batch and size of the pump). The received samples were taken to a visual inspection. As-received condition: sample 1 (with batch-label): the white clamp is opened and the patient connector was not closed (the original wing cap was not handed over by the customer). After opening the top cap and removing of the closing cone we detected crystallized drug residues at the filling port (lli-cone). Additional we detected crystallized drug residues outside of the sample and extreme crystallized drug residues at the patient connector (lla-cone). Sample 2 (without batch-label): the white clamp is closed and the patient connector was not closed (the original wing cap was not handed over by the customer). Solution or crystallized drug residues at the filling port or the patient connector were not detected. We detected crystallized drug residues inside the lla-cone. The samples were taken to a functional test respectively leak test. After starting the pump and waiting for 60 minutes the pumps did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected samples are not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no infusion. Drug: 5fu.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No additional pertinent information becomes available. We assess this complaint to be justified.